Event description:
Info received that the brake casters do not hold when set. No injury reported.

Manufacturer narrative:
Bed was found in the hallway in the basement. Issue: the brake casters do not hold when set. Resolution: replaced 4 brake casters to resole this issue.